Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during dwell 4/4 of the automated peritoneal dialysis therapy. Reportedly, during troubleshooting of the alarm it was identified that the hp had previously received the system error 2240 alarm. The hp subsequently cycled the homechoice machine off/on several times and started a new therapy session using the same supplies. The hp remained connected to the setup during the integrity testing and prime cycle. Baxter's tsc assisted the hp in ending therapy early. No pt injury was indicated at the time of the alarm.